Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced oozing at the impella access site post implant same day. The site was reinforced with new sutures and angle match dressing reapplied. The following day the patient remained critical and noted to be unstable requiring maximum pressors for hemodynamic support. Comfort care measures were discussed with family and the patient was made a do not resuscitate. Explant of the impella cp device was planned for the following day, waiting for family to withdraw care. The next day, the impella cp was weaned and explanted per the plan. The patient had episodes of atrial fibrillation requiring minimal levophed support. It was noted levophed would be eventually weaned once patient returns to normal sinus rhythm.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was most likely use related, new reinforced sutures and angle match dressing reapplied. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26285 as it is unknown if the initial reporter also sent the report to the food and drug administration.